Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager (cm) reported that an internal dialyzer blood leak occurred approximately ten minutes into a patient¿s hemodialysis (hd) treatment. The blood leak was visually observed as the dialysate was reportedly pink-tinged in appearance. The machine, a fresenius 2008t, alarmed appropriately with a blood leak alert. Fresenius bloodlines were used for the treatment. Blood test strips were used to test for the presence of blood, and they tested positive. There was no reported damage identified on the dialyzer. After the machine alarmed, treatment was halted. The patient¿s blood was not returned and estimated blood loss (ebl) was approximately 100 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient successfully completed treatment after being re-setup with new supplies on the same machine. The dialyzer was reportedly available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The corporate provided blood port caps and adapter caps were returned attached to the dialyzer. The dialyzer was returned wet with blood residue in both headers. The returned sample was subjected to a laboratory bubble point test. A leak was detected as a steady stream of bubbles coming from the polyurethane (pu) cut surface on the non-cavity ID end, at approximately 270 degrees with the dialysate ports situated at 0 degrees. The dialyzer was disassembled for further visual evaluation. A fiber fragment was identified at approximately 270 degrees. The opposing end of the fiber could not be isolated. The fragment measured approximately 0.35 mm in length. Further examination of the fiber bundle did not identify any other damage or irregularities. The inferior surfaces of both pu potting ends were examined for voids; no voids were noted. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.